Manufacturer narrative:
The pointer probe from device (B)(4) has not been evaluated yet for investigation purpose. Once the evaluation will be performed, a follow-up medwatch report will be submitted.

Event description:
During preventive maintenance of the device, the pointer probe failed the accuracy test.

Manufacturer narrative:
It was reported that the pointer probe did not pass the accuracy tests. DHR review and review of complaint history did not identified any contributory factors to the event. A field service engineer was sent on site to calibrate the pointer probes on (B)(6) 2018. According to the report, the pointer probe is recalibrated and since this event no new complaints were received for this device.